Manufacturer narrative:
Isi has received the force bipolar instrument associated with this complaint and completed investigations. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips were not damaged and opened and closed properly. The instrument was fully functional. A visual inspection of the instrument found no physical or cosmetic damage on the distal end. No cables or wires exhibited any damage. The housing was removed from the back end, no damage was observed. An electrical continuity test was performed and passed. The instrument passed grip test and energy delivery test. The image sent by the customer was reviewed by the isi clinical development engineering (cde) team and the following findings were obtained: the proximal end of the grip component of the force bipolar instrument is displaced, which can lead to the instrument becoming stuck on tissue. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the force bipolar instrument's jaw were displaced and failed to unclamp to release from tissue. A small amount of tissue was subsequently cut to release the instrument. The cut tissue did not have a negative impact on the patient, but cauterization was performed for the small amount of bleeding as a result of the tissue excision.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument could not be released from the patient¿s peritoneum tissue. The jaw of the instrument was displaced. The customer tried using the instrument release kit (irk) to unclamp the jaws, but the issue persisted. The surgeon had to cut the grasped tissue to release the instrument. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the tissue that was stuck between the jaws of the force bipolar instrument was the peripheral membrane between urinary bladder and uterus. The surgeon removed a small amount of tissue to release the force bipolar instrument. There was a small amount of bleeding as a result of the tissue excision which was cauterized. According to the surgeon, this event did not impact the procedure as a whole and did not affect the patient¿s health. No blood transfusion was required for the patient. The patient did not experience any post-operative complications.